Event description:
An end user called in and stated she has had issues with rashes under all wafers with a tape border. The end user stated she tried one convatec wafer an experienced the same issue. The end user noted fifty percent of area, under the tape border, was affected with a red rash.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user was educated on showering with non oiled soaps, dusting with stomahesive powder and crusting with allkare protective barrier. It was suggested to the end user to try cutting off tapes and adding a belt. The end user stated she is using up all brands of product until her reversal in a week. Stated he uses stomahesive powder, nystatin powder and allkare protective barrier wipe. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).